Manufacturer narrative:
The device was received deployed. Inspection of the device found the the exposed portion of the soft cannula to be kinked. Despite the observed kink, fluid was able to flow through the fluid path as expected. The device was leak tested and no tears or leaks were observed that would divert fluid form the intended fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19 mmol/l (342 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.